Event description:
It is reported that the pt has developed a small pedestal information.

Manufacturer narrative:
Evaluation summary: extensive pedestal formation is considered to be a radiographical sign of loosening of the implant, however the pt is only experiencing slight formation and no instability is noted. Primary operative notes were returned for review and were unremarkable. Progress notes dated (B)(4), 2012, state that there is no evidence of subsidence or radiolucency. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.